Event description:
It was reported that the hook sheared off at the threads into a small fragment while torquing. Fragment was retrieved. Patient outcome: no adverse affect reported as a result of this event.